Event description:
As reported by an edwards lifesciences field clinical specialist, resistance was experienced when inserting the 26mm commander delivery system through the 14fr esheath+, and a cardiac perforation occurred. Plan was to implant a 26mm sapien 3 ultra valve in the aortic position via left-transfemoral access using a 14fr esheath+ and 26mm commander delivery system. A proctor review was obtained due to concern of the severe sinotubular junction calcium. The patient also had compromised iliacs. Before inserting the sheath, the delivery system was lubricated to facilitate a smooth and successful insertion. The esheath+ was inserted. The native valve was crossed with the straight wire, which was then exchanged for an apex wire. A great deal of force was applied to advance the commander through the sheath. Once the valve was beyond the sheath in the descending aorta, the team noticed that one of the distal (inflow side) tines was bent backwards toward the sheath. After extensive complication management training, it was decided to proceed rather than risking vascular injury by trying to remove the valve. The valve was advanced, valve alignment was performed successfully, and the annulus was crossed. The valve was deployed successfully. The delivery system was withdrawn in normal fashion after valve deployment. Sheath was withdrawn at the end of the procedure. Patient's pressure began to drop while prepping the echo probe. Tte revealed an effusion and a pericardiocentesis was performed and an impella was inserted while waiting for surgical evaluation. After draining several times, the effusion resolved. The physician removed the impella and closed the large bore access site. Several minutes later, the patient's pressure began to drop again. The decision was made at that point to convert to open heart surgery and explore and remedy the problem. After opened and evaluated, the team believes the left ventricle (lv) was perforated with the apex lv/deployment wire. However, it is unknown for certain whether the straight wire or the apex wire caused the perforation. It was thought that the physician had advanced the straight wire too far. Patient doing well and will have a neuro evaluation. The 26mm sapien 3 ultra valve remains implanted.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The 14fr esheath+ was discarded and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Pre-procedural imagery of the patient's anatomy was provided, and the following was observed: patient's access characteristics had presence of tortuosity and calcification. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty advancing the commander delivery system through the esheath+ and subsequent cardiac perforation was unable to be confirmed. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, pre-procedural imagery of the patient revealed presence of tortuous and calcified anatomy. These patient characteristics could create a challenging pathway during system advancement through the sheath by promoting non-coaxial advancement angles and/or creating constrained conditions, leading to increased resistance. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.